Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an axillary dissection, the surgeon went to place the clip and the device fired. There was no clip, the vessel was cut, and it did not seal. There was minimal bleeding that was controlled with a 4-0 prolene suture. No transfusion was required. No patient consequences were reported and the patient is fine.